Manufacturer narrative:
The customer did not return the strips. The investigation stated that not enough information was provided regarding the neonate's stress, the blood flow to the site, the technique used to obtain the samples and the condition of the neonate at the time of the sample. A specific root cause for the event could not be determined. The customer did return both of the meters. The returned meters and the reference meter were tested with retention strips and control solution. All of the returned results are within acceptable range. There was no product problem found. The retention strips were the same lot number that was used by the customer.

Event description:
The customer stated all of the results were from capillary heel sticks while testing blood glucose on a neonate. At 12:24 am, while using the accuchek inform ii (serial number (B)(4)), a blood glucose result of 33 mg/dl was obtained. The customer stated that a laboratory sample was drawn within 10 minutes of the meter result. The result of the laboratory sample was a blood glucose of 58 mg/dl. The customer stated the laboratory result was believed to be correct. At 1:42 am, while using the same meter a blood glucose result of 40 mg/dl was obtained. The staff retrieved a second accuchek inform ii meter (serial number (B)(4)) and obtained a blood glucose result of 53 mg/dl at 1:43 am. The customer stated that the result of 53 mg/dl was believed to be correct. At 4:18 am, while using the accuchek inform ii meter (serial number (B)(4)), a blood glucose of 37 mg/dl was obtained. The staff retrieved a third accuchek inform ii meter (serial number unknown) and obtained a blood glucose of 48 mg/dl on the neonate at 4:20 am. The staff believed the result of 48 mg/dl to be correct. The customer does not have any information regarding any specific treatment being provided. All of the strips were reported to be from the same lot number; however, the customer was not able to state how many vials of strips were in use for all of the meter tests. It was verified that both levels of unexpired controls were run and passed on all three meters. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.